Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin was squirting out during priming. Customer's blood glucose level was unknown at the time of incident. Customer stated that battery life was diminished, battery cap was worn out and the alarms are not loud enough to lock position on the top of the insulin pump casing. The insulin pump will not be returned for analysis.